Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. A clear liquid was seen outside of the irrigation tubing, just distal to the luer lock. The reported contact force issue could not be confirmed. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Further testing revealed a leak at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the electrical connector. Additional investigation determined the leak was due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock caused by an issue in the curing process.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.